Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was diagnosed with the peritonitis. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient began treatment with inj. (Injection) meropenem, 1 gram (frequency was not reported) and inj. Vancomycin, 1gm, 14th day (routes were not reported). On an unreported date, the patient¿s pd effluent was clear and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.